Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the clinical site removed the hospitalization from the case report form. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the hospitalization was removed from the case report from due to it being initially entered in error. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced nervous system disorders that included increased freezing of gait on (B)(6) 2016. It was also noted that there was new or worsening of depression that included suicidal ideation, attempted suicide or completed suicide; there was a negative change in behavior. The patient was hospitalized and the device was interrogated, but the results were not provided. It is unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.